Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and cefepime (dosages, frequencies, durations not provided. The patient¿s preliminary peritoneal effluent fluid culture results returned positive for candida parapsilosis (fungal peritonitis) on (B)(6) 2025, and the nephrologist ordered the removal of the patient¿s pd catheter. The patient simultaneously received a hemodialysis (hd) catheter (not a fresenius product), and the patient¿s ip vancomycin and cefepime were discontinued and replaced with intravenous (IV) diflucan (dose, duration, frequency not provided). The pdrn attributed causality to a touch contamination event, due to the patient¿s failure to disinfect his hands or wear a mask during initiation or termination of treatment. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient will likely not return to ccpd due to his poor infection control practice despite repeated educational sessions. Per the pdrn, the patient¿s hospital discharge date is unknown, as the patient did not return to the home dialysis clinic. The pdrn stated she could not provide any patient demographics due to privacy concerns.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. The pdrn attributed causality to a touch contamination event, due to the patient¿s failure to disinfect his hands or wear a mask during initiation or termination of treatment. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum, pd catheter tunnel, and exit site. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. The pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and cefepime (dosages, frequencies, durations not provided. The patient¿s preliminary peritoneal effluent fluid culture results returned positive for candida parapsilosis (fungal peritonitis) on (B)(6) 2025, and the nephrologist ordered the removal of the patient¿s pd catheter. The patient simultaneously received a hemodialysis (hd) catheter (not a fresenius product), and the patient¿s ip vancomycin and cefepime were discontinued and replaced with intravenous (IV) diflucan (dose, duration, frequency not provided). The pdrn attributed causality to a touch contamination event, due to the patient¿s failure to disinfect his hands or wear a mask during initiation or termination of treatment. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient will likely not return to ccpd due to his poor infection control practice despite repeated educational sessions. Per the pdrn, the patient¿s hospital discharge date is unknown, as the patient did not return to the home dialysis clinic. The pdrn stated she could not provide any patient demographics due to privacy concerns.